Event description:
In 2002: laparotomy with sigmoid colon resection and partial cystectomy. 04/2002: e.r. For nausea and vomiting. 05/02: e.r., then admitted for severe urinary tract infection and probable fistula. 05/- 06/2002: gauze found in abdomen. Sigmoid colectomy and cystouroscopy and partial cystectomy. 07/2002: scheduled reversal of temporary colostomy needed to heal the fistula caused by the gauge sponge apparently left in abdomen at the 03/2002 surgery.